Event description:
It was reported that during a follow-up visit, it was found that the device had an electrical reset. It was also reported that at the time the reset occurred, the patient was undergoing direct current cardioversion and the reset may have occurred as a result. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 4592-53, serial#: (B)(4), implanted: (B)(6) 2009; product ID: 5076-58, serial#: (B)(4), implanted: (B)(6) 2009. (B)(4).